Event description:
Pt had internal fixation device implanted on 12/12/91. On 1/6/94, device was removed. It was found that the first sacral pedicular screw was broken. The fractured portion of the screw was left remaining in the first sacral pedicles, with the head of the screw removed.